Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the common bile duct for biliary drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the pancreatic stent's pigtail was bent. The physician was comfortable leaving the stent in place, and the procedure was completed with this device. No patient complications were reported. The patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.